Event description:
The event involved a chemosafelock bag spike. The reporter stated that leakage. There were no reported patient involvement and harm.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.